Manufacturer narrative:
Results: a conclusive root cause for the stent dislodgement could not be determined. Evaluation summary: quality assurance analysis revealed that the sds was not returned. The stent implant, stylet and protective sheath were returned. The stent was returned on the stylet. There was no damage to the stent implant noted. A laser micrometer was used to measure the stent implant outer diameters and did not meet manufacturing criteria. Pin gauges were used to measure the inner diameter of the protective sheath and it measured at 0.060". Product performance engineering reviewed the incident info and analysis of the returned stent implant, protective sheath and the stylet. The sds was not returned. The stent implant was returned on the stylet. It was reported that the stent implant was missing on the sds during the procedure but later found on the back table on the mandrel. As reported, the dislodgement of the stent implant happened prior to use. It was also reported that the sds was not inspected prior to use as recommended by the instruction for use (IFU). Another ultra sds was successfully utilized in completing the procedure. The dimensional analysis of the stent implant indicated that the stent outer diameters did not meet manufacturing criteria (over-sized). Since, the crimped stent was dislodged, this over-sizing most likely occurred at the time of dislodgement, as it is expected that the stent would expand during travel over the sds. The protective sheath inner diameter was measured at .060" which is in specification; this indicates that the stent outer diameter must have been smaller than 0.060" at the time of manufacturing in order for the protective sheath to have been utilized as a protector. The allowable maximum crimped stent outside diameter is 0.059". A review of the re test data collection sheet revealed that all measured crimped stent outer diameters were less than 0.059". In addition, all stent delivery systems are visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. Based on historical data, stent dislodgement can be the result of improper or inadequate crimping at the time of manufacture, positive pressure during prep, forced sheath removal, or stent being loose during transportation or storage. In this instance, the sds was not returned which may have been helpful in determining which of the potential causes the root cause was. A review of the lot history record (lhr) did not indicate any non-conformity associated with this product lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement/no medical intervention, has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that during the procedure, as the ultra stent delivery system (sds) was being used, the stent was noted to be missing. The dislodged stent was found on the back table on the mandrel. The stent had dislodged prior to use; however, the device was not inspected and was used anyway. Another, ultra stent was deployed to complete the procedure without an issue. No additional event or pt info is available.